Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection noted that three of the reloads were received pre-fired and engaged in interlock with the jaws open. The fourth reload was partially fired to the 3 cm cut line and the fifth reload was fully fired. Functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy procedure, the device did not fire, there was poor staple formation, and there was an issue loading the device. The loading unit could not be released because the handle did not function. The surgeon used another product to finish the case. No harm was caused to the patient. The devices are expected to be returned for evaluation.